Manufacturer narrative:
(B)(4). Article citation: kim, jae gon, and chong eun lee. ¿use of nd: yag laser to recanalize xen gel stent occluded by iris pigment.¿ korean journal of ophthalmology, vol. 35, no. 3, 2021, pp. 242¿43. Crossref, doi:10.3341/kjo.2021.0002. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
The article, "use of nd: yag laser to recanalize xen gel stent occluded by iris pigment" reported a patient had a xen®45 gts implanted in the left eye. Two months postoperatively, intraocular pressure (iop) increased to 20 mmhg. Needling procedure performed and iop decreased to 12 mmhg. Five months postoperatively, iop increased to 22 mmhg. Treatment was noted as a digital ocular compression performed without success. 3+ cell was seen in the ac (mostly iris pigment) with slit-lamp and anterior segment optical coherence tomography showed suspected gel stent blockage at the proximal (ac side). Ac irrigation and prophylactic bleb needling with subconjunctival 5-fluorouracil injection was performed without success. Finally, nd: yag laser ablation to the proximal end was performed to reopen the lumen and iop decreased to 10 mmhg. Iop remained stable 5 months afterwards. Event resolved.